Event description:
The user had a fall and banged his head on the right implant side before attending the first fitting. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of the device failure. In addition, the recipient had a swelling at the implant site after the reported impact, which resolved after few days. This is a final report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the reference electrode, as it might be caused by the reported external mechanical impact appears likely. In addition the recipient suffered from a swelling at the implant site after the reported impact, which resolved after few days. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a fall and banged his head on the right implant side before attending the first fitting. It was not possible to activate the device.

Event description:
The user had a fall and banged his head on the right implant side before attending the first fitting. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the reference electrode, as it might be caused by the reported external mechanical impact appears likely. In addition the recipient suffered from a swelling at the implant site after the reported impact, which resolved after few days. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a fall and banged his head on the right implant side before attending the first fitting. The user has been re-implanted.